Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens of diopter -10.0/+1.5/102 into the patient's left eye (os) on 03-jun-2022. Within the initial surgery the lens was removed and replaced intra-operatively for a shorter length lens due to excessive vault. The problem was resolved. Cause of event reported as unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information: d4: unique identifier (UDI) number: (B)(4). Claim (B)(4).

Manufacturer narrative:
Additional information: d9: 10/21/2022. H3: product evaluation: returned product evaluation found the lens returned dry in a microcentrifuge vial. Visual inspection found the lens haptic torn. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).